Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Additional information has been provided in d9; h3. Console was determined to have no defects.

Manufacturer narrative:
B3: per new information the event date is 1/14/2026. D: per new information, the original serial number provided (B)(6) is incorrect. The correct serial number is (B)(6). D. (B)(6) is not found in the system. Omitting lot number and UDI.

Manufacturer narrative:
B1: added serious injury d6b: added explant date h1: changed to serious injury h6: added code based on information in the complaint file. Clinical review/rationale: an impella 5.5 was inserted via right axillary artery in a 69-year-old male who was admitted for cardiomyopathy the patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage d. The patient was in the ICU on support with the 5.5. On day 38 of support, automated controller error alarmed and the controller was replaced. On day 48 of support, it was reported the console was pending investigation and a loaner was required. Additional information was not available. On day 52 of support, the 5.5 was explanted and patient bridged to transplant. The controller error will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
D6b: updated explant date per new information in the complaint file.

Manufacturer narrative:
B3 event date was erroneously entered on the manufacturer device report number 1220648-2026-00475-1. D2a and d2b erroneously entered on the initial manufacturer device report. D4 UDI information revised based on additional information received. D6a and d6b should have been left blank.

Manufacturer narrative:
H6: omitted e2403. Updated clinical rationale. Clinical rationale: an impella 5.5 device was inserted via the right axillary artery in a 69-year-old male patient admitted for cardiomyopathy. The patient¿s comorbidities were unknown, and the clinical condition prior to support was scai stage d. The patient remained in the ICU on impella 5.5 support. On day 38 of support, an automated controller error occurred, and the aic/controller was replaced. On day 48, it was reported that the console was pending investigation, and a loaner aic was required. A warning flag later appeared indicating the need to replace the console, but the flag subsequently disappeared. Out of caution, the customer elected to switch out the console. It was initially believed that the warning may have been related to overdue preventive maintenance (pm), but it was later confirmed that pm was not due for several months. On day 52 of support, the impella 5.5 was explanted, and the patient was successfully bridged to transplant. The controller error will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient, and support was resumed without any known adverse events.

Manufacturer narrative:
D2b was erroneously entered on manufacturer device report number 1220648-2026-00475-5

Manufacturer narrative:
The automated impella controller was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The user facility reported that the automated impella controller (aic) had a controller error. The aic was changed and the procedure was successful. The patient outcome is stable.